Event description:
A pt underwent a lumbar decompression, as well as posterior spinal fusion, in 2000. Implanted a bilateral one level construct at l5-s1 consisting of two 6.5 x 35mm pedicle screws, two 6.5 x 40mm pedicle screws, four locking nuts and 5.5mm stainless steel rod. In 2000, four months post-op, pt reported to their surgeon that pt had fallen to their knees. The surgeon performed a scan and took an x-ray image that showed continued non-union of their bones, but no apparent fracture in the screws. Pt's symptoms did not improve much after the surgery. A CT scan performed in 2001, 9 months post-op, revealed the fracture of two of the four screws. In 2001, a different surgeon removed the pedicle screw system.